Event description:
It was reported that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 62 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk; also received with intermittent buttons due to unlocked connector on the lcd board. The insulin pump has minor scratched lcd window and broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.